Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: during testing, the pump powered on and there were multiple lines going through the display. Moisture can be observed behind the display lens as well as in the battery compartment. A leak test was performed and the pump passed. The pump was opened and no further evidence of moisture was found inside the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display w/ moist) issue. The reporter alleged that the display screen had lines going down the right side of the display screen. It was also noted that the display was cloudy and moisture was visible inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.